Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral vessel closure in the severely calcified right and left common femoral arteries (rcfa and lcfa) was attempted with seven proglide devices (4 failed and 3 successful) using the pre-close technique via a 6f sheath prior to transcatheter aortic valve replacement (tavr) procedure in the rcfa and post procedure in the lcfa. Reportedly, pre-placement of the first proglide device in the rcfa was successful. When attempting to place the second proglide, three cuff misses [suture retrieval issues] occurred in succession. A fifth proglide device was successfully placed in the rcfa. The sheath was upsized to an 18f and the tavr was completed in the rcfa. Hemostasis was achieved with the successfully pre-place first and fifth proglide device. Reportedly, after the completion of the tavr in the lcfa via a 6f sheath hole, a sixth proglide device was attempted. A cuff miss occurred. A seventh proglide device was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. No additional information was provided.